Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient did not gain weight. The patient was charging the battery regularly. The ins depth max was 2 cm. The ins was not overdischarged in the past. The por was able to be cleared.

Manufacturer narrative:
Report source:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neuro stimulator (ins). It was reported that the ins lost connection. It was noted that since implant the patient has had no problems until this time. The patient was in the hospital for an unrelated health condition and from that time she could not switch on or recharge the ins. An x-ray was performed to check the position of the ins as the patient is a little overweight sitting in a wheelchair and the position of the ins was on the right side. It was thought that the ins was not slipped over. Two physician mode recharges (pmr) were performed with no effect. The ins could not be paired with the clinician programmer or patient programmer. Then a third pmr was performed, a power on reset (por) occurred and the recharger started to recharge the ins. There was a suspected overdischarge. No surgical intervention occurred, nor was planned. The patient was alive with no injury.